Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a button error alarm. It was also reported that the up arrow button was not responding. Insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarm was noted and all of the buttons functioned properly. However, the insulin pump had corroded keypad traces. The insulin pump had broken battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corners and a stained end cap sticker.